Event description:
It was reported that the patient was experiencing pocket stimulation that reduced noticeably when the left ventricular output was turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.